Event description:
The dr claims that after the graft was implanted as an anterior, right, femoro-popliteal bypass, it ruptured (far from the anastomosis) after a sudden movement or a fall from the pt's bed. The rupture occurred at the level of an [unspired] area by the surgeon. There was blood loss (quantity unknown at this time). The graft was subsequently replaced with a new graft.